Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to pace. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. Review of the device activity log provided evidence of the customer report. These messages do not necessarily indicate a device malfunction. The log shows evidence of poor contact between the patient and the electrode pads. It is important to note that the electrode pads were not returned for evaluation as part of this investigation. The device was recertified and returned to the customer. No trend is associated with reports of this type.